Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. During a lead replacement, the hcp reported that the new 977a260, when attempting to be implanted, did not feel or steer like many others he has used in the past. A new lead was opened and implanted successfully. Patient was then tested in pacu with successful stimulation covering their area of pain. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID# 977a260 found no anomaly. If information is provided in the future, a supplemental report will be issued.